Event description:
It was reported that an occlusion alarm occurred. Reportedly, air bubbles were observed within the pump supplies. Customer changed pump supplies to resolve the issue. There was no adverse impact to customer¿s blood glucose level.